Manufacturer narrative:
Additional information h3, h6. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from the date of manufacture 13feb2016 to the present date 11nov2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The device was received unexpectedly. No patient involvement is noted. The customer was contacted for more information and it was discovered that the device had error code 354.6770.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device had error code 354.6770. No patient involvement is noted.